Event description:
A transfemoral transcatheter aortic valve replacement procedure took place with a non-edwards 34 corevalve evolut fx valve. The valve ended up too high with severe paravalvular leak. The decision was made to implant a 26mm sapien 3 ultra resilia valve to seal it off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).